Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the field service engineer, upon arrival, observed no indications of failure on the device. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system displayed a drawer failure icon on the screen; however, no failures were indicated on the recovery storage space screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.